Event description:
It was reported that the patients ipg was no longer working. The patient underwent an ipg replacement procedure for an MRI compatible and was doing well postoperatively. The explanted device will not be returned as the surgery center did not release the battery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.